Event description:
A nurse reported that during a cataract surgery an occlusion occurred and the system displayed occlusion warning. When the surgeon continued with the phaco, "milk" (as described by the reporter) started to build around the tip and a thermal burn occurred. The thermal burn affected the cornea and the iris. The event also lead to further complications: iris prolapse and capsule rupture. A vitrectomy had to be performed and the implanted intraocular lens (iol) hade to be explanted. The surgeon was unable to implant a new lens. In the nurse´s opinion the further complications were not directly due to the thermal burn but probably stressed the surgeon. The whole procedure took about 30-45 minutes, instead of 8-10. The delay was clinically significant in the surgeon's opinion. In the nurse´s opinion the thermal burns might have been avoided if the surgeon would have stopped the phaco just some seconds earlier. The patient will need an additional surgical intervention for a new iol implant in sulcus. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
Additional information was received through a company representative that was present at the time of the event. The event occurred during the sculpt phase. As result of the event there was wound leakage, 2-3 sutures were needed to treat the event. The patient also had corneal opacity persistent beyond one month postoperatively. It was unknown if the event resulted in postoperative astigmatism. The patient was not hospitalized due to the event. The patient was sent to another hospital for treatment. The company representative also provided corrected information: the previous reported statements about the surgeon´s stress and that the phaco burns might have been avoided if the doctor would have stopped the phaco just some seconds earlier, were not nurse´s opininons but company representative´s opinions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [fpr example, dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule and/or contributed to the thermal burn. The occlusion bell sounded and the system functioned as intended.¿ system evaluation: with no additional, related information provided, the customer reported event was not able to be confirmed. The system met specifications at the time of release. Tip evaluation: one phaco tip was returned for the system indicating an occlusion at the start of the phaco tip procedure. A ¿milk¿ buildup around the tip took placed and a corneal burn occurred. Further complications also occurred not directly due to the phaco burn. The manufacturer review indicates this was a ¿reuse of a reusable medical device¿. A device history record review for the phaco lot was conducted. No anomaly was found during the device history record review. The product was released based on manufacturer acceptance criteria. A visual inspection of the phaco tip received was performed at 30x magnification. A semi-translucent material, which appears to be dried viscoat, has completely blocked the aspiration bypass hole. The remaining areas of the phaco tip are visually acceptable. The visual examination of the threads and back flange indicates the tip had been on a handpiece. No indication of any foreign material is present visually inside the distal or proximal inside diameter. The phaco tip inside diameter was flushed with water and an obstruction was determined to be present. A wire was then placed through the inside diameter and the blockage was determined to be solid and present just behind the kelman bend region at the aspiration bypass region. The phaco tip cannula was cut and the material inside the cannula is the same translucent material that is blocking the aspiration bypass hole. The complaint does confirm the phaco tip is occluded, but the evaluation cannot determine when this blockage occurred. The root cause of this occlusion cannot be determined from this evaluation. The solid material present within the phaco tip appears to be dried solid surgical material. It is not known if this material is from this particular complaint surgery or if and an attempt was made to reused a phaco tip that had blockage. The material observed did not originate during the manufacturing process of the phaco tip. It also cannot be determined if the machine was a factor in the corneal burn. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.